Manufacturer narrative:
H6 medical device problem code 1491 was inadvertently omitted on manufacturer device report number 1220648-2025-29624-1.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that following impella cp implant, the motor current on the implanted pump was over 1100 in p-auto with a mean flow of 4.3lpm and about 200ma above normal when weaning the device. In addition, a high purge pressure alarm appeared during support at which point the purge cassette was changed to resolve the issue. The motor current remained high despite the purge cassette replacement and approached the pump failure / stop threshold. The patient was successfully weaned from the device and survived.

Manufacturer narrative:
Saturated flow: the returned product was inspected and biomaterial was observed blocking the purge gap, by the impeller, and around the outlet. The pump was soaked in tergazyme and after clearing biomaterial, the pump was run in the lab. The saturated flow did not reproduce. The data logs from the case show a gradual rise in purge pressure with a simultaneous decrease in purge flow. The logs show the pump flow average was 4.3l/min, higher than expected at p9. Purge pressure continued to rise to reach 1000s before reducing to normal levels. The root cause of the saturated flow was determined to be biomaterial as evidenced by biomaterial observed on returned product. High purge pressure: the returned product was inspected and biomaterial was observed blocking the purge gap, by the impeller, and around the outlet. The pump was soaked in tergazyme and after clearing biomaterial, the pump was run in the lab. The high purge pressure did not reproduce. The data logs from the case show a gradual rise in purge pressure with a simultaneous decrease in purge flow. There were no motor current spikes. Purge pressure continued to rise to reach 1000s before reducing to normal levels. Clinical reported purge cassette was swapped and issue resolved. Act reported to be 250. The root cause of the high purge pressure was biomaterial as evidenced by biomaterial blocking purge gap on returned product and issue not reproducing after clearing biomaterial. Thrombus: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details. Priming issues: purge cassette changed in an attempt to resolve high purge pressure. The returned purge cassettes had no visual abnormalities. The purge cassettes were both de-aired without issue and were able to purge fluid through the pump with no issue. The data logs do not show any abnormalities. No problem was found as the root cause of the priming issue as product functioned as expected and no log abnormalities were observed.